Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call cosmetic damage, moisture damage, no delivery alarm and low blood glucose levels. Customer's blood glucose level was in the 40 mg/dl range. Customer treated their low blood glucose with food. Troubleshooting for cosmetic damage was performed. Customer advised a piece of plastic broke off of the top of the insulin pump of the reservoir chamber. Customer advised there was a crack on the seam of the casing. Troubleshooting for moisture damage was performed. Customer advised there was insulin inside of the reservoir compartment. Customer advised they had 2 inch long air bubbles. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer had a no delivery alarm during manual prime and they resolved the issue with a complete set change. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised the device would be replaced.